Manufacturer narrative:
(B)(4). Date sent: 11/23/2021. Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information received: the surgeon told the representative that the patient that was readmitted to the hospital in shock the third day after a gastric by-pass. The autopsy showed a gastro-jejunum anastomosis leak with 6 liters of intra-abdominal liquid. Surgeon said that he had any problem in the surgery and the leak test was ok, so he had no explanation for this case. The products associated with this case were psee45a, gst45b, gst45w. Additional information was requested and the following was obtained: what was the patient¿s bmi and gender? Bmi over 35 and male. Was the procedure performed for weight loss? Yes. Any difficulty with device in initial procedure? No. Any issue noted with staple formation? No. What color cartridge were used throughout the procedure? Blue and white (45 mm). How was the gastro-jejunum created on the patient, (with linear stapler, circular stapler or hand sewn)? With gst45b. What is the timeline of event? Don´t understand the question. Autopsy available? No. What was cause of death? Gastro-jejunum leak. Is the surgeon interested in speaking with ethicon medical? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that three days after a roux-en-y procedure the patient died. There was a gastroyeyuno anastomosis leak. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Peritonitis and death.